Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a jejunostomy procedure, the surgeon was suturing the gastrojejunostomy and the suture needle popped off of the device. The needle was stuck in the tissue and the surgeon had to use a maryland to pull the needle out of the tissue. There was tissue damage as a result of this problem. There was a hole in the tissue, causing permanent damage. The surgeon sewed the hole that the needle made and finished the case. The current patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The device was able to be loaded properly and when force was applied to the needle it remained in the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Then opened a new endo stitch and finished the case/sewed the defect the needle made. Device was used with an endo stitch reload. The current status of the patient is good - nothing to report. The device was used in the patient. There was patient involvement. There was no patient or user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.